Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received that states the trach was placed with no issue. Shortly thereafter, the pt began to lose tidal volume. After removal and replacement, it was noted that the removed trach tube was leaking from the cuff. No incident related medical sequela was reported.